Event description:
Procedure: radiofrequency ablation. Reportedly, the tip of the device broke off while inside the pt's (bone) cavity and stuck inside bone. This was noticed after the needle was removed. The surgeon continued the procedure with the same device. "The needle was irretrievable and was better left inside the pt." The bone tumor did not require any fluid so sterility was not an issue and a bone biopsy needle was used for the surgery. Pt progress report states that the pt has not reported any pain as a result of the event.